Manufacturer narrative:
All buttons functioned properly and no damage on the keypad assembly was noted. The keypad connector on lcd board was locked properly. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A nurse reported via phone call indicating that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 202 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.